Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 173 mg/dl. Troubleshooting was initiated and the customer was able to successfully prime with the current set. However, the customer declined to remove the set and inspect her site for anomalies. Troubleshooting was not completed and the exact cause of the no delivery could not be determinted. The customer was advised to change their entire infusion set. No products were returned or replaced.